Event description:
It was reported that this pacemaker had reached elective replacement indicator (eri). This device was scheduled for replacement but as of this time, remains in service. No adverse patient effects were reported. Additional information was received indicating that the pacemaker was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had reached elective replacement indicator (eri). This device was scheduled for replacement but as of this time, remains in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Detailed analysis did not confirm the reported device observation. The device has passed the functional test. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.